Event description:
It was reported via a twitter post that there were issues encountered with an "'arrow iab". After follow up with customer it was reported that a 50cc balloon catheter was not inflating. As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of iab "50cc balloon not inflating" was not able to be confirmed as the product was not returned for investigation. The complaint photo was reviewed, and it did not reveal any significant information. A device history record (DHR) review was conducted based on the shipping history no relevant findings were identified. All devices passed manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported via a twitter post that there were issues encountered with an "'arrow iab". After follow up with customer it was reported that a 50cc balloon catheter was not inflating. As a result, a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "stable".